Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's misaligned markers were caused by a loss of telemetry. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the markers on the latitude electrogram are misaligned. A premature ventricular contraction was undersensed. This has not happened with the previous electrograms. There is no impact on therapy. The device remains implanted. There were no adverse patient effects.